Event description:
It was reported that the patient underwent a spinal surgical procedure at l2-l5. Approximately 3 months post-op a screw was found to be broken at l5. The patient underwent a revision surgery to remove and replace the broken screw and to extend the construct to s1. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.